Event description:
It was reported that during a lap hysterectomy procedure, the teflon pad fell off during the test. It did not fall off in the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.